Event description:
It was reported that the nurse noted they were getting low flow alert (02). They had already changed the pads. After they changed the pads, they continued to get low flow alerts. Nurse tripped over the power cord and when nurse restarted therapy the flow rate issue was resolved. Flow rate was now 2.7lpm. Nurse confirmed that they disconnected and reconnected the pads before speaking to me and mis explained that may have resolved the flow rate issue. Inlet pressure -7psi, circulation pump 68 percent, system hours 8680, 8192. Device was functioning as expected right now, however nurse may want to have biomed look at it once therapy was complete. If nurse was getting flow rate issues with two different sets of pads the circulation pump might need to be replaced. Patient temperature was 37.6c, target temperature 36c, water temperature was 18c, patient 225lbs with large pads in place, tdi shows one arrow down. Explained a patient this size should also have a universal pad over the abdominal area. Nurse stated the patient has a short torso and was well covered.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "#select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. #attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. #once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). #due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f). Water temperature low limit: =10°c (50°f). Control strategy: 2. #due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. #attach the pad¿s line connectors to the fluid delivery line manifolds. #if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse noted they were getting low flow alert (02). They had already changed the pads. After they changed the pads, they continued to get low flow alerts. Nurse tripped over the power cord and when nurse restarted therapy the flow rate issue was resolved. Flow rate was now 2.7lpm. Nurse confirmed that they disconnected and reconnected the pads before speaking to me and mis explained that may have resolved the flow rate issue. Inlet pressure -7psi, circulation pump 68 percent, system hours 8680, 8192. Device was functioning as expected right now; however, nurse may want to have biomed look at it once therapy was complete. If nurse was getting flow rate issues with two different sets of pads the circulation pump might need to be replaced. Patient temperature was 37.6c, target temperature 36c, water temperature was 18c, patient 225lbs with large pads in place, tdi shows one arrow down. Explained a patient this size should also have a universal pad over the abdominal area. Nurse stated the patient has a short torso and was well covered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.